Manufacturer narrative:
H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service engineer was dispatched the customer and was unable to produce the problem. However, as a precaution, the motor controller board hms 0409 including the hmf0408 motorendstage board were replaced. All components have been inspected and tested according to the manufacturers specifications. The device is working as expected and has been released to customer. Error 435 (fault in motor controller) indicates that the pump ran in the wrong direction (without having been instructed to do so) and according to cp-sem-err this can be due to pump hand crank without switching off or issues with hall sensor and/or motor control board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the s5 roller pump 150 head went into fault code 435. There is no report of any patient injury.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events occurred since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, the most likely root cause of the reported event is attributed to one of the following factors: the pump was hand-cranked without switching it off beforehand. A temporary electrical failure occurred in the motor controller or in its connection to the hall sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.